Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to use, the 3.5 x 23 mm xience alpine stent dislodged from the balloon and the stent struts were damaged. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported stent dislodgement could not be confirmed; however, the device was returned with blood in the balloon folds, guide wire lumen and on the shaft consistent with handling and advancement onto the guide wire. The stent was not dislodged from the balloon and the stent struts were not damaged as reported; however, there was tear in guide wire exit notch. It was confirmed that the correct device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The noted tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.